Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5c505. Device evaluation summary: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke; however the knife and washer were noted to have nicks. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The anvil was attached on the device completely and without any difficulties. The damage on the knife and washer is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during low anterior resection, the plastic ring dislodged and fell free before firing. The stapler was removed and the staff opened another stapler to complete the case. Patient has gone home with no anastomotic leaks; patient is good. There were no patient consequences reported.